Event description:
It was reported that implant was removed due to bone loss. Implant #5 placed december 2025 with no complication noted. Patient seen for 2 week, 1 month, and 3 month follow ups with no sign inflammation or radiographic radiolucency. Upon initiating restorative portion of the implant procedure noted movement of implant body. Implant covered and patient seen for follow up at which time implant was removed and site grafted. Noted edema and inflammation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D6a: implant date unknown / not provided . D6b: explant date unknown / not provided . A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.